Event description:
While the physician was attempting to deploy the smart control (c06100ml) into the pt's superficial femoral artery, the stent did not fully deploy. The physician had to break the smart control handle and pull the sheath back in order to deploy the stent. The stent was deployed appropriately per fluoroscopy report. The pt was asymptomatic upon the partial deployment and was in no distress. There were adverse consequence to female pt.

Manufacturer narrative:
This product is not available for analysis. Add'l info will be provided within 30 days of receipt.